Event description:
It was reported that the ilet user received a dosing stopped alert during a libre 3+ setup call and notes having been disconnected from the ilet for at least a week, performing only occasional manual insulin injections and not entering fingerstick values until prompted during the call. A guided supply change was then completed, and a bg run was performed while the continuous glucose monitor (cgm) warmed up, with a contemporaneous blood glucose of 125 mg/dl and no symptoms reported. Outcomes included no injury, no medical intervention beyond routine troubleshooting, and no hospitalization. Investigation included customer service troubleshooting, education on supply change and bg entry, and confirmation of cgm warm-up with a bg-run workflow. Investigation of this case revealed user difficulty completing a supply change and operating the system without cgm data input, which led to a dosing stopped state; device hardware and components were not implicated based on successful reconnection and operation after guidance. It was concluded, based on previously established findings for similar reports, that user handling and use without required inputs were the most probable causes.

Manufacturer narrative:
Initial.